Event description:
The facility reported a "small crack on edge of clamp" of the transfer set. This was noted during use with no patient injury or medical intervention reported by the complaint coordinator.